Manufacturer narrative:
Vyaire file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the 3100a ventilator experienced unable to maintain pressure. As of this time, there is no information regarding patient involvement with this reported event.